Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery, motor and self-tests. No excessive no delivery error alarm or motor error alarm were noted. No unexpected alarms were noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm, no delivery alarm, an unexpected restart alarm, and an external ram crc error alarm. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).